Event description:
The user facility reported a 23-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was accidentally pulled back into the aorta during a procedure for an unrelated issue. The pump was subsequently removed and replaced with another impella cp pump for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issue has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on clinical description, the root cause of positioning issue was most likely due to use issue because the heart was elevated during the procedure. The failure modes will be monitored and trended.